Event description:
Per the clinic, the patient underwent a revision surgery to correct the placement of the ground electrode, which had extruded through the tympanic membrane. The implanted device remains.

Manufacturer narrative:
Implanted device remains.